Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed with a "devicenotonbus" error. The drawer had been failing repeatedly for several days. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) identified that auxiliary drawer 6.2 pockets were not communicating on the pyxis bus and observed a faulty, older serial number drawer board. The fse replaced the drawer board, tightened up and front plates that were loose, completed a successful hardware test application drawer test, rebooted the system, and confirmed that drawer 6.2 recovered and medication inventory was completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.